Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I t4, free results generated on the alinity I processing module for three samples. The following data was provided: sid (B)(6). (B)(6) 2024 initial result of 21.78 pmol/l (alinity (B)(6)). (B)(6) 2024 repeat result 16.38 pmol/l (alinity (B)(6)). Sid (B)(6). (B)(6) 2024 initial result of 27.74 pmol/l (alinity (B)(6)). (B)(6) 2024 repeat result 15.02 pmol/l (alinity (B)(6)). Sid (B)(6). (B)(6) 2024 initial result of 20.08 pmol/l (alinity (B)(6)). (B)(6) 2024 repeat result 15.07 pmol/l (alinity (B)(6)). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the alinity I wash cup baffle and 100ul buffer pump (rohs), as the baffle was worn and the pump leaked. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed two additional complaint tickets associated with discrepant/erratic free t4 patient results. The free t4 reagent was investigated as the cause for both complaints with no deficiency identified. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alinity I wash cup baffle and 100ul buffer pump (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alinity I wash cup baffle and 100ul buffer pump (rohs) were identified.

Event description:
The customer observed falsely elevated alinity I t4, free results generated on the alinity I processing module for three samples. The following data was provided: sid (B)(6) on (B)(6) 2024 ,initial result of 21.78 pmol/l, (alinity (B)(6). On (B)(6) 2024, repeat result 16.38 pmol/l, (alinity (B)(6). Sid (B)(6) on (B)(6) 2024 ,initial result of 27.74 pmol/l (alinity (B)(6). On (B)(6) 2024 ,repeat result 15.02 pmol/l (alinity (B)(6). Sid (B)(6) on (B)(6) 2024 initial result of 20.08 pmol/l (alinity (B)(6). On (B)(6) 2024 repeat result 15.07 pmol/l (alinity (B)(6). No impact to patient management was reported.